Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported their implant didn't hold a charge as long as it used to and they would have to charge the implant before the end of the week, more like every few days now. Patient spoke with a manufacturer representative (rep) who told them their ins would need to be replaced soon. Patient said the representative told them the battery needed to be reset or replaced. Agent mentioned the issue they experienced with charge frequency could have bee impacted by recent therapy settings changes, and a rep might be able to adjust them again to extend the charge frequency. Patient denied making adjustments, wanting anything done, and was looking to begin the process of a replacement. Patient did not reach out to the rep about charging frequency. The patient was redirected to their healthcare provider to further address the issue.